Manufacturer narrative:
Additional medwatch information provided. The customer¿s report of a disconnection was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional testing resulted in the set priming successfully from every port and no leaks or disconnections were found throughout the sets. Pressure testing confirmed there were no signs of leaking or disconnecting anywhere on the returned set while the tubing was manipulated at each engagement. The sets female and male luer ports were measured and found to be within iso standards. The root cause of the customer¿s report was not identified.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "bd max zero -the tubing doesn't remain connected, but instead backs off the threaded piece." An incomplete date of event of (B)(6) 2019 was provided. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "the tubing doesn't remain connected, but instead backs off the threaded piece." An incomplete date of event of (B)(6) 2019 was provided.

Manufacturer narrative:
Report source: materials manager; (B)(6). Patient demographics requested however not provided. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that when connecting manifold extension set to a pressure rated extension set it disconnected. The event occur in the cath lab. Although requested there are no additional details provided at this time.